Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo and two x-ray images were provided for review. The photo shows a power port attached to a catheter body, which noted to be broken into half segment, one xray demonstrates a part of a catheter in the right atrium and the second xray shows a port on the right chest with catheter tubing from the port to the right neck and then descending in the internal jugular to the superior vena cava. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issue. However, the investigation is inconclusive for the reported suction issue as there were no objective evidence obtained from the provided photo and images. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2025), g3, h6 (device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six days post port placement in two fingers beneath the clavicle via the left subclavian vein, the device allegedly had suction issue. It was further reported that the catheter tube was found to be fractured under computed tomography examination. Furthermore, the broken catheter had fallen off in the patient's heart. Reportedly, the broken catheter was removed and the catheter was used to hook it out under digital subtraction angiography. The current status of the patient is stable.

Event description:
It was reported that six days post port placement in two fingers beneath the clavicle via the left subclavian vein, the device allegedly had suction issue. It was further reported that the catheter tube was found to be fractured under computed tomography examination. Reportedly, the broken catheter was removed and the catheter was used to hook it out under digital subtraction angiography. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.